Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements for the right atrial (ra) lead. Upon review the measurement was greater than 3000 ohms and there was oversensing of noise along with elevated threshold measurements. Boston scientific technical services (ts) discussed this could indicate a possible lead fracture and suggested an x-ray. The field representative stated that the clinic has opted to continue to observe the patient and no further actions will be taken at this time. The ra lead remains in service and no adverse patient effects were reported.